Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was found that the computer fan was not running, the mouse was not working, the cd drive was not working. The medtronic representative bypassed the isolation transformer, plugged computer into the wall and it would not turn on, and checked the power plug and it was seated well. The computer was replaced. The navigation system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The computer was returned to the manufacturer for analysis. The computer booted normally to the login screen. The ent application and an exam loaded without issue. Pending phd. The video image is intermittent. During further burn-in testing the computer is intermittently giving 1 long and 2 short beeps (bad video card). The hardware investigation found that the reported event was related to a hardware issue, computer failure mode; sub-root cause: graphics card malfunction. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A registered nurse (rn) from the site reported that she powered on the navigation system and the screen displayed "no input detected," she could not hear the computer running. There was no patient present when this issue was identified.